Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number -(B)(6).

Event description:
Philips received a complaint from the customer on the v60 ventilator, indicating a broken fan. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
A follow-up was performed with the key market representative, and it was confirmed that the translation for a broken fan was incorrect. There was no issue with the fan. Based on the information provided, the issue does not meet the definition of a complaint. Therefore, this report is being redacted.